Manufacturer narrative:
Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history record for the lot number, aa5180n22, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
A complaint was received from (B)(6) stating the low-profile transgastric-jejunal feeding tube split just below the balloon, approximately 1-2cm in length. The clinician stated the tube had been afforded the best care and maintenance possible. The enteral feeding tube was placed on the (B)(6) 2015 and the event occurred on (B)(6) 2015. The enteral feeding tube was replaced using a radiological placement procedure. There was no change in the patient's activity. The enteral feeding tube balloon volume was checked per hospital protocol. The enteral feeding tube was flushed regularly. There was no reported patient injury.